Manufacturer narrative:
(B)(4). Eval, results: arterial trauma/dissection/perforation. Moderately calcified vessels. Balloon placed half inside and half outside the stent graft. Eval, conclusion: moderately calcified vessels. Balloon placed half inside and half outside the stent graft.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 1 month ago. Vessels were non-tortuous and moderately calcified. It was reported that after the ipsilateral extension was placed, the stent graft was ballooned with a reliant balloon. The physician inadvertently had the balloon half inside and half outside the stent graft and was ballooning rather aggressively; the physician was not sure where the bottom of the graft was. As a result, the internal iliac/external iliac bifurcation ruptured, and the pt's pressure dropped. A 12x85mm aneurx limb was placed successfully to control the rupture (see MFR# 2953200-2010-02538). No additional clinical sequelae were reported and the pt is fine.